Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. Pt was charging the implant last night and took a break to charge the controller and went back to finish charging the ins. It took forever to reach 100%. It never finished all the way. All of a sudden it flashed up with an rm06 error code. The message was gone now. Reviewed the message. Controller was at 70% when the issue happened, pt then charged the controller and implanted neurostimulator was at 90%. On the call controller was at 100% and implant was at 90%. No messages came up. Instructed pt to reset the controller, clean the pins and try charging the ins and call back if the issue persists.:patient called back and said they got a letter generated that the issue is persisting, and it doesn't show good or excellent quality and the screen went white and they had to reset controller. They then saw a low battery screen, even when controller was at 90 percent. Patient eventually was able to charge to 100 percent but it took a long time. Patient says recharger gets "pretty hot". A request was sent to repair dept to replace the rechargeradditional information was received from patient.it was rep orted that paddle is working after cleaning the contacts.